Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product but they didn't start to use it yet. Customer have not had any medical intervention since the last call and no symptoms reported at the time of the call..

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 277 and 259mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/22/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that since yesterday the results are in the 200-300 mg/dl. Customer states that nothing have change to make her glucose gone up so high. Check the meters memory and the time and date not set. Strips are being stored correctly.